Event description:
Boston scientific received notification of increased pacing thresholds at implant. The measured pacing thresholds in a bipolar configuration was 2.9 volts at 1.0 milliseconds (ms) and 1.5 volts at 1.0 ms when reprogrammed to unipolar. Rv sensing and pacing impedance were normal. During the revision procedure, the right atrial (ra) lead was disconnected from the device and attached to a pacing system analyzer, revealing slightly lower pacing impedance measurements that were stable with manipulation. The rv lead was repositioned successfully. Following pocket closure, lead safety switch had been triggered on the ra lead and the recorded impedance was in the 200-210 ohms range. The pocket was reopened and ra pacing impedance from the device recorded a measurement of 280 ohms (unipolar and bipolar). When attached again to the competitor psa the recorded measurement was 375 ohms. No noise was identified during measurements from the analyzer or device. The physician elected to explant and replace the ra lead and device. No adverse patient effects reported. As no further information concerning this report is expected, our investigation is complete. It is unknown if this lead was implanted in the atrial or ventricular position.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.